Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a damaged grip cable at distal end. Correction : section d was updated to reflect product batch/lot number as k10240425 0261.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had a broken wire. The customer reported event has no report of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer confirmed that no fragment(s) from 8mm maryland bipolar forceps instrument fell into the patient. The patient has not returned to the hospital due to experiencing post-operative complications related to the retention of foreign material. Post-operative tests such as an x-ray or ultrasound were not performed to check for remaining fragments. Photographic images of the devices or a video recording of the procedure were not available for isi review. There was no patient injury as a result of cable breakage on instrument. There was no delay in procedure.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.